Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recently implanted. They still had bandages and there was swelling present. The patient received a poor communication message on the patient programmer. The patient was told that they should increase stimulation when they got home but they found that they could not communicate with their patient programmer. The patient was going to try again in a few days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.